Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device via a 10fr sheath, after an interventional procedure. Reportedly, the threads were found "not usual"; however, the prostar xl device was used. The prostar xl device was inserted into the patient anatomy and no blood flow was achieved. A cut-down procedure was performed and hemostasis was achieved with surgical suturing following the interventional procedure. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of the device returned for analysis a conclusive cause for the reported difficulties could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with a prostar xl device was attempted in the right common femoral artery via 10fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sutures looked like they were out of the system. It was reported that the physician is trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.